Event description:
It was reported during a remote follow up that the right ventricular lead showed oversensing due to noise. The lead remains implanted and will continue to be monitored. The patient was asymptomatic and stable.